Event description:
During an internal review on (B)(4) for (B)(4), it was discovered that plate (B)(4) had a sample well that did not pipette. Well ID is b7. Upon discovery contacted the customer to determine status of plate (B)(4) from (B)(4) 2013. Per rd well b7 is sample ID (B)(4). This was confirmed by two reviewers in rd. Customer did not have access to the (B)(4) data on this plate but would investigate. Requested that the customer gain control of any products associated with the sample ID in question. Customer will call back when this information is obtained. Cts checked in the level zero backup tape obtained from the site on (B)(4) for an alternate investigation and found that the well b7 does corresponds with the sample ID provided by rd level zero data: (B)(4) well b7. Cts also discussed the failure modes of the associated with the issue and indicated that it was ortho's recommendation that customer immediately begin voiding any plates that have a "no tip error" report off of the verseia until further notification from ortho. Cts indicated that a customer letter would be following in the next few days. Customer called back to indicate that sample was non-reactive off the osp and based on these test results the products were released. Customer indicated that the consignee still had the plasma product and have been notified to put on hold. Informed customer that product should be discarded. The site wanted to know if they had to discard plates or could they review the wells. Indicated that t ortho's recommendation to discard.

Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers (B)(4) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) on 27 august 2013. Per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c/ (B)(4).